Manufacturer narrative:
(B)(4) film evaluation results are: review of a pre-implant CT¿s and sizing worksheet revealed that the patient had a 54mm max diameter taa beginning near the origin of the lsa. The thoracic diameter just distal to the origin of the lcca measured 24mm, and 2cm distal near the lsa the thoracic diameter was 22mm. Distal to the taa the thoracic diameter measured 20 ¿ 22mm. The arch was steeply angulated and the descending thoracic was essentially straight. Review of CT¿s 6 weeks post-implant reveled that a single valiant stent graft was implanted in the patient. The device was positioned just caudal to the lcca, covering the lsa, and extended across the arch into the proximal portion of the descending thoracic. The lsa was bypassed using a chimney stent (~11mm od x 15cm length) implanted from the distal end of the valiant, extending superiorly along the outside of the device where it was anastomosed to the lsa. The max diameter taa measured ~6cm and contrast was seen within the aneurysm coming from multiple locations. A likely proximal type I endoleak was seen along the inner curvature of the arch, and a distal type I endoleak was seen coming from the anterior of the distal device near to the location of the chimney graft. The proximal stent graft od measured ~25mm, and the stent graft diameter within the taa measured 24 x 30mm. The distal stent graft od was 20 x 27mm, as the chimney graft had distorted (infolded) the distal stent graft seal by ~8 ¿ 10mm. The device was patent, and no other issues were observed. The exact cause of the endoleaks seen post-implant could not be determined from the images provided. It is possible that the proximal type I endoleak was caused by a short proximal seal along the inner curvature due to the angulated arch. The distal type I endoleak appears likely related to the placement of the lsa chimney bypass graft tracking along the length of the distal end of the stent graft, which caused an inadequate distal seas due to poor radial apposition. Angiograms during implant and post-implant were not provided, and films during and post-intervention where an additional device and endoanchors were implanted were also not available for review.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a 5.4 cm in diameter thoracic aortic aneurysm. It was reported during recent follow up a CT revealed there was a proximal type I endoleak and a distal type I endoleak, possible due to guttering. The following day, an angiogram confirmed that the valiant 26x26x150 stent graft was not adequately opposed on the lesser curvature of the aorta. The physician elected to implant five aptus endoanchors on the lesser curve of the aorta and then implanted a valiant 30x30x100 stent graft proximal to the valiant 26x26x150 stent graft in order to achieve a good proximal seal. Four additional aptus endoanchors were then implanted at the distal end of the valiant 26x26x150 stent graft in order to address the distal type I endoleak. Upon final angiogram, the proximal and distal type I endoleaks were resolved. Per the physician, the cause of the proximal type I endoleak and distal type I endoleak was due to inadequate opposition of the valiant 26x26x150 stent graft on the lesser curvature of the aorta. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.